Event description:
It was reported the patient only felt stimulation on the right side of their body, but not the left side. The patient had not felt stimulation on the left side for "about a year." It was stated the patient had two antennas and "neither worked." In addition, it was noted that "channel one" on the device did not work. The patient had not been seen by anyone regarding their device for at least "8-10 years." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3487a, lot# l42372, implanted: (B)(6) 1997, product type: lead. Product ID: 3487a, lot# l36511, implanted: (B)(6) 1997, product type: lead. Product ID: 3440, product type: accessory. Product ID: 3440, product type: accessory. Product ID: 3210, serial# (B)(4), implanted: (B)(6) 1997, product type: transmitter. (B)(4).

Manufacturer narrative:
(B)(4).